Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings: a review of the pump black box data revealed pump reboots following an align cartridge attempt. During a visual inspection of the pump, the battery compartment was observed to be cracked from the thread area to the case seal. The returned battery cap was unable to secure properly to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with the returned battery cap with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. Also unrelated to the complaint, investigation revealed that the pump case was cracked in the upper right hand corner of the display area.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.